Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that channel errors occur occasionally or multiple reasons. This particular error is not related to interoperability and was likely experienced prior to the interop go-live. There were adverse effects caused to any patients.